Event description:
It was reported that, "the surgeon placed the gamma 3 short nail into the femoral canal, after nail was in the canal, the surgeon turned and pulled the targeting arm towards the floor and moved the nail/targeting arm approx 5-10 degrees posterior. At this time, the metal apparatus of the targeting arm broke away from the carbon fiber piece."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.